Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the patient was not showing. A technical support specialist reached out to the customer for more details. The customer replied that they had already resolved the issue. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a patient was not showing. The customer stated that the malfunction occurs while the user was trying to issue medication to the patient, but the nurse was able to retrieve medication by overriding it and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.